Manufacturer narrative:
(B)(4). Information was not provided by contact. (B)(4). Additional information: the clinicians at the site indicated the event was not caused by the sedasys system rather the procedure itself. The site reviewed the event with their anesthesia department which recommended they start using a topical anesthetic to numb the vocal cords prior to inserting the endoscope. Since implementing that practice in mid-april, the site has observed no laryngospasms. After reviewing the available information we have concurred with the site, that the laryngospasm was caused by the procedure; specifically stimulation of the vocal cords by the endoscope. We have elected to report the event due to the bag mask ventilation to be consistent with our post-approval commitment to FDA. Specifically, the incidence of bag mask ventilation is a secondary endpoint of one of two required post-approval studies. The event reported did not occur in that clinical study, as that study is not slated to start until late 2016.

Event description:
It was reported via a presentation at a regional gastroenterologist meeting that the patient was undergoing an egd procedure with sedation administered with the sedasys system. The event required bag mask ventilation due to laryngospasm associated with undersedation. Additional information from the site indicated that they used the term laryngospasm to describe a patient that was agitated/coughing while the endoscopist was inserting the endoscope which elicited the ¿gag reflex.¿ this led to transient oxygen desaturation that was resolved with bag mask ventilation. The event was caused by the stimulation of the vocal cords by the endoscope during the egd. This can occur with other modes of sedation. The event did not require calling for a code team or involving an anesthesiologist to manage the airway. Positive pressure was not required to ¿break¿ the laryngospasm and no further airway maneuvers were required. There was no patient injury resulting from the event and the patient was routinely discharged from the facility the day of the procedure.